Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtpa2d1 crt-d; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead displayed an increase in pacing impedance triggering an out of range (oor) alert for undefined high impedance three days post a cardiac resynchronization therapy defibrillator (crt-d) change. An x-ray showed no overt signs of fracture, and the lead pin looked in place. The rv lead sense polarity was reprogrammed. It was further reported that the lead was now oversensing with noise. A lead integrity alert (lia) occurred due to high-rate non-sustained episodes and sensing integrity counter (sic). A repeat chest x-ray was done. There was a bubble found in the device header and the lead pin was not in all the way. Further programming changes were made, and tachyarrhythmia therapies were turned off. The lead and device remain in use. No patient complications have been reported as a result of this event.